Event description:
Event description guidant received information that the patient with this pacemaker recently had a syncopal episode. A loss of sensing and missing pacer spikes were noted on an external electrocardiogram.